Event description:
As reported: "after inserting 3 screws proximally and 2 screws in the distal static hole, while drilling to add an additional screw in the dynamic hole, there was an unusual noise during drilling. It was confirmed that the drill had passed through the anterior cortex and through the nail. A breakage was confirmed at the tip of the drill. Since the tip remained in the bone, the drill hole was widened with a k-wire through the anterior cortical bone, and the tip was removed with forceps. Since the dynamic hole was no longer usable, a screw was inserted into the ap hole and the surgery was completed."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded by the hospital.

Event description:
As reported: "after inserting 3 screws proximally and 2 screws in the distal static hole, while drilling to add an additional screw in the dynamic hole, there was an unusual noise during drilling. It was confirmed that the drill had passed through the anterior cortex and through the nail. A breakage was confirmed at the tip of the drill. Since the tip remained in the bone, the drill hole was widened with a k-wire through the anterior cortical bone, and the tip was removed with forceps. Since the dynamic hole was no longer usable, a screw was inserted into the ap hole and the surgery was completed."